Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded fm was observed. Further investigation activities have been conducted through CAPA#90580 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#90580 for embedded fm was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA for embedded fm is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that before use it was discovered that there was foreign matter in tube with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. They reported there were 14 occurrences, 2 regarding fm in gel 4 related to fm in tube and 8 fm embedded in tube additional information regarding the occurrence is currently unknown. The following information was provided by the initial reporter, translated from japanese to english: fm in the gel x6.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use it was discovered that there was foreign matter in tube with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. They reported there were 14 occurrences, 2 regarding fm in gel 4 related to fm in tube and 8 fm embedded in tube additional information regarding the occurrence is currently unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in the gel x6.